Manufacturer narrative:
Section e was updated.

Manufacturer narrative:
No UDI information is available, the device was manufactured before UDI implementation.

Event description:
After transferring a student, an education assistant (ea) proceeded to dock the voyager duo ceiling lift. During docking, a substance leaked from the device and came into contact with the ea¿s eye. The ea reacted immediately, screaming and clutching their eye. They were taken to an eye wash station, but flushing yielded no improvement. Emergency services were called, and the ea was transported to the hospital, where they were treated for a chemical burn. The source of the leakage was non-arjo batteries installed by a third-party service provider responsible for servicing the device.